Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the connection of a new device, this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements. Another device was connected and out-of-range measurements persisted. Fluoroscopy did not identify any lead damage. No adverse patient effects were reported. The lead was not used and was reportedly surgically abandoned for high, out-of-range shock lead impedance. The lead was returned for analysis.